Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation summary: review of the provided patient files dated on (B)(6) 2023 revealed that since on (B)(6) 2023, high ventricular impedance and some large artefacts were observed. In addition to this high impedance, ventricular autosensing histograms showed r-wave sensing amplitudes near the programmed ventricular sensitivity. Such observation is suggestive for either a lead connection issue or a lead integrity issue (insulation and /or wire fracture). However, as the lead is implanted since the end of 2016 and due to the observed artefacts, the most plausible hypothesis for what has been observed is a lead integrity issue (most probably a beginning of lead fracture).

Event description:
The screwvine 52sep lead with s/n: (B)(6) was implanted in the right ventricle on (B)(6) 2016. Summary: high ventricular lead impedance on (B)(6) 2022, a follow-up occurred and no anomaly was found. On (B)(6) 2023, (the exact date is unknown) due to low heart rate (around 30 bpm), the patient visited the hospital and the ventricular lead impedance was found higher than 3000 ohms. On (B)(6) 2023, a lead replacement was performed at (B)(6) hospital. A new ventricular lead (ingevity+ 7842) was implanted, and the pacemaker was exchanged (accolade l331) as well. The procedure was completed with the existing ventricular lead left inside the body.

Event description:
The screwvine 52sep lead with s/n (B)(6) was implanted in the right ventricle on (B)(6) 2016 summary: high ventricular lead impedance on september 2022, a follow-up occurred and no anomaly was found. In (B)(6) 2023 (the exact date is unknown) due to low heart rate (around 30bpm), the patient visited the hospital and the ventricular lead impedance was found higher than 3000 ohms. On (B)(6) 2023, a lead replacement was performed at juntendo university urayasu hospital. A new ventricular lead (ingevity+ 7842) was implanted, and the pacemaker was exchanged (accolade l331) as well. The procedure was completed with the existing ventricular lead left inside the body.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.